Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported via phone call that the insulin pump kept alarming insert new battery. The caller stated that the screen was fully black  they were advised to remove the battery. The insert battery alarm did not display on the insulin pump's screen. The display was currently blank. The connections on the battery cap were missing.  The clinic will provide a new battery cap to the customer. The customer's blood glucose level was unknown. The device will not be returned for analysis.